Event description:
It was reported that a vns patient was experiencing an onset of pulmonary symptoms at night and the physician and patient believe that vns could be contributing. The symptoms were provided as snoring. Follow-up to the physician revealed that a sleep study has not been done, but the patient reports snoring at night during stimulation. It was stated the snoring is occurring only at night and only during the device on time. The device was reported to be disabled due to the snoring. The physician reported the diagnostics were always good. Clinic notes were received 06/20/2018 for a replacement referral. The notes indicate the replacement is due to nocturnal respiratory issues, with side effects of snoring. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up to the provider by the company representative indicated that although the vns is being replaced, it is not causing any potential harm to the patient.

Event description:
Clinic notes were received for patient's generator replacement. Per notes, the patient has some side effects with snoring and the patient's generator will need to be changed to the a newer model with additional features to help with the snoring sleep apnea issues.

Event description:
Patient underwent prophylactic generator replacement. The patient's device diagnostics were found to be within normal limits prior to the surgery. There were no complications or issues reported during the surgery. The explanted generator has not been received to date.